Manufacturer narrative:
The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer reported that the touchscreen was not responding. The field service engineer (fse) could not resolve the issue by re-seating the display cable connections. The fse replaced the pcba, man-machine interface(mmi), esprit/v200 color display, and front bezel assembly. The unit passed required performance verification tests per philips standards and was returned to use. Failure analysis on the customer returned mmi board and v200 gui assembly were tested and no failures were identified.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 16dec2020.

Event description:
The customer reported a touchscreen issue. There was no patient involvement.